Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post paced t wave oversensing. The patient did not receive therapy during the oversensing. Stored electrograms revealed oversensing. Programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information states that an asymptomatic patient presented in clinic after non sustained right ventricular oversensing episodes were noted via remote transmission on (B)(6) 2017. Upon interrogation it was noted that the device was storing non sustained right ventricular oversensing due to post paced t wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were made.